Event description:
The event is reported as: mediastinoscopy aspirating needle tip noted to be broken off when removed from pt's chest. Total tip found when checking suction manifold. No injuries reported. This complaint was found on the (B)(6) 2010 maude database review on (B)(6) 2010.

Manufacturer narrative:
Product has not yet been received by MFR for eval, therefore, the investigation report is incomplete at this time. A f/u report will be sent when info becomes available.